Event description:
The sv300 suddenly showed many error messages at the same time and the safety valve opened and closed frequently during the clinical use. The messages were "02 concentration is too high", "minute volume is too low", "air supply pressure is too low" and "limited battery". The doctors in the hospital replaced the machine. Co found that the cause was the pc1588 board on the pc1608 board.